Event description:
The rptr stated that she did back to back blood glucose tests, within 10 mins, using separate finger sticks. Her results were 150, 131 and 102 mg/dl. Her original report stated she did not have any symptoms. On follow-up, she said that the 102 mg/dl was what she would have expected-she has been on a special diet and off oral meds for six months because the oral meds were creating hypoglycemia. She stated that the elevated results began around 7/30. A control test was in range, 133 (94-141). She also said strip pad was pink and test spot off white. The lifescan reppresentative discussed cleaning and coverage. In past she said that she has placed more than one drop on strip, but said it did not cause elevated results. A few of the above results, she stated, may have been on a strip that had blood covering both white areas and pad.